Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported a 4.0 x 12 mm and a 4.0 x 38 mm xience alpine stents were implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-admitted with other cardiovascular symptoms and chronic obstructive pulmonary disease (copd). It is unknown what treatment was performed. The patient was discharged. No additional information was provided.